Event description:
Meter name: one touch basic enhanced. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: none. A pt reported they were seen by a nurse. Their meter allegedly was calibrating erratic. The check strip was out of range. The result on their meter was unable to test. There was no comparison. Treatment was unknown. No further has been reported.